Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with the same cartridge. The reporter stated that the patient inadvertently infused 6 units of insulin while they were attempting to resolve the loss of prime issue. The reporter stated that the patient reduced the basal rate of the pump by 90% in order to counteract the inadvertent infusion. The reporter stated that the patient had a blood glucose level under 70 mg/dl but over 40 mg/dl with no symptoms of hypoglycemia. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.